Manufacturer narrative:
Patient information was requested; patient gender was provided the remaining patient information was unavailable.

Event description:
The manufacturer's international service technician reported a watchdog test failed reference in the device diagnostic history. There was no patient harm.